Event description:
It was reported, that the patient went to the emergency room ER. Due to high blood glucose levels reached 400 mg/dl, while wearing the pod between 24 and 36 hours on the arm. Symptoms reported, include hyperglycemia, sinus infection, not breathing well, as well as coughing. The patient was treated with insulin. The patient was released the same day.

Manufacturer narrative:
The device has been returned/received and is pending an investigation. We are unable to determine, if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. No problem was found.